Manufacturer narrative:
Conclusion - the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device mfg records was conducted. This review did not identify any non-conformances and the device met all finished goods release criteria.

Event description:
It was reported that a pt underwent a gynecological procedure on an unk date. During the procedure, the motor drive unit was shorting out and the light on the front panel was dimming. The disposable hand piece was replaced and the symptoms remained. No adverse pt consequences occurred.